Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2020, the patient reported that he was getting high blood glucose alert last night while sleeping and this morning, his blood glucose level was almost 300 mg/dl. Therefore, he checked his infusion set and noticed that infusion set's tubing was disconnected at the quick release. The site location was on right side of his abdomen and the pump was located at the right side in relation to the site. Moreover, the infusion had been used for two days. Reportedly, the infusions were stored in the closet, at normal temperature. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
On (B)(6) 2020: follow up information was submitted because result of complaint investigation of the returned used device (1 cannula) showed that the cannula part was not welded properly onto the adhesive tape causing the cannula housing to detach. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states on (B)(6)2020, the patient reported that he was getting high blood glucose alert last night while sleeping and this morning, his blood glucose level was almost 300 mg/dl. Therefore, he checked his infusion set and noticed that infusion set's tubing was disconnected at the quick release. The site location was on right side of his abdomen and the pump was located at the right side in relation to the site. Moreover, the infusion had been used for two days. Reportedly, the infusions were stored in the closet, at normal temperature. Further, there was no stress or pull on the tubing and the pump was not dropped with the set connected tothe patient's body. No further information available..